Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead kit 70 cm. Model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm 16 contact lead kit. Model #: sc-4316, serial #: (B)(4), description: click anchors.

Event description:
A report was received that the patient was experiencing worsening pain and started to develop new pain areas not covered by the stimulator. The patient underwent an explant procedure. No device malfunction was suspected.